Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Per the clinical information provided, the root cause of the delivery issue was patient condition related to stenosis.

Event description:
The user facility reported a 77-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp insertion that was aborted due to native anatomy. The team had inserted the 14fr short and tried to advance the pump but, due to stenosis was unable to do so. The insertion was aborted and there was no patient injury or pump damage.